Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported the charger is having issues last night - pt clarified when he connects the  recharger (rtm) to the controller the screen goes black - pt stated he can see there is a light on the display behind the black screen. Pt stated it has been taking a lot longer to charge the ins since a couple of months pt stated that when pt starts the charge of the ins it is low (10 - 20%) pt stated it is taking a couple hours (pt stated 3 hours) to charge the ins complete. Pt verified the rtm cord / plug does not have any visible damage. The issue was not resolved. No symptoms were reported. Additional information was received. Pt called back and stated they received their replacement controller but it still would not turn on when plugged to the wall. Pt confirmed ac power supply has green light. The controller woke up using aa batteries. Pt got new battery pack and controller but are still seeing the message to charge controller but it won't charge. A dditional information was received from the pt. It was reported that their controller would freeze or flash a 'software error' message (pt did not have message on the controller during the call) and the issue began a couple days after they received their replacement controller (see rtg0437192). Pt stated the controller would freeze with both the recharging (rtm) paddle connected and not connected. During the call, patient services (ps) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt noted the battery empty cannot continue replace the controller batteries message displayed. Pt inserted the battery pack and denied green light above the screen. The battery empty message still displayed on the controller. No visible damages in the controller charging port, battery, and battery compartment. The issue was not resolved. Pt called back stating they received the replacement battery pack but the issue did not resolve. Caller stated the controller continues to freeze up and show error messages: software problem (99) with the following details: 1- intellis 2- 3.6 3- 1056 4- qppeg.c. Agent walked them through resetting the controller with the ac and it powered on but when the battery pack was inserted, there was no green flashing light- it's not taking a charge. Controller is 60 percent and the implant is 40 percent.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# (B)(6) serial (B)(6) : product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial (B)(6) , ubd: , UDI#: h3: analysis of the 97745bp programmer battery pack (serial number (B)(6). Revealed battery out of electrical specification. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.